Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did verify a system malfunction. The reported navigational lag was able to be reproduced on an in-house system. However, investigation of the case logs was unable to determine a root cause. Ultimately, the user aborted the use of egps in this case and there were no reported adverse effects to the patient. The observed overall risk level is 16 or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. This issue is being further investigated. The cause of the reported issue can be traced to user technique.

Event description:
The egps system is not working properly since it was serviced on wednesday of this week. We need this fixed asap. The robot seemed "slow". The surgeon would stop advancing the screw but there was a half second delay on the screen. I am not sure if it is e3d or egps. We had to abort and use fluoro.